Event description:
It was reported that during lead replacement procedure, the right ventricular lead exhibited sensing and capture anomaly. The lead was not used and replaced successfully.

Manufacturer narrative:
Analysis was normal. No anomalies were found.